Event description:
Reporter indicated that when she interrogated a patient's device and viewed the magnet activation history, that the history looked very strange, and that there were a lot more activations than she is used to seeing. Based on the date of implant for the patient's device, it was determined that the generator's total operation time counter rolled over. Further manufacturer investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (tdatestr[255] being mis-declared as static variable, however, the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will connected once 15 magnet activations have registered following the total operating time rollover.